Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer indicated via phone call that they were having low blood glucose of 42 mg/dl but then hung up the phone. Troubleshooting called the customer back and she said blood glucose was 2 and treated with an apple. Customer's blood glucose at the time of the call was 56 mg/dl.